Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cartridge chemistry sample probe collar wash 10 psi port was restricted, resulting in inadequate vacuum and calibration failure. The fse replaced the collar wash to correct to inadequate vacuum and calibration failure. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that the complement c3 assay failed calibration on their unicel dxc 660i synchron access clinical system and that they suspected the cartridge chemistry (cc) sample probe collar wash caused the calibration failure. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event.